Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed during sample evaluation. The cause was undetermined.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A nurse reported to baxter a connection issue with minicaptransfer set during use. The nurse stated that the transfer set was separated from the titanium adapter during use. The transfer set had been in use for the past 60 days. There was no patient injury or medical intervention. There was patient involvement.